Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is following up with the site to retrieve further information regarding the case and the device involved. A follow up report will be provided upon receipt of any relevant information. The device has already been discarded by the site. Manufacturer is retrieving further information from the healthcare facility and will send follow-up report upon availability relevant details.

Event description:
On (B)(6) 2025, a perceval valve pvf-xl was implanted in a patient. As reported, this was to replace the previously implanted similar device pvf-xl due to endocarditis after more than a year. This second pvf-xl was also eventually explanted at an unknown date due to severe pvl and replaced with a 29 mm edwards inspiris valve. No further information is available at this time.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer attempted to follow up with the site regarding this event, but no further information was provided. Since limited information is available, the definitive root cause of the reported event cannot be established at this time. However, from the document review performed, no manufacturing deficiencies were noted. Should further information be received in the future, a follow up report will be provided.